Manufacturer narrative:
Result of investigation: it was determined that the root cause of the issue was most likely lack of soft-start algorithm in software v6.0.1400.0 caused damage on the blower driving hardware of the mainboard due to a too high resulting current needed to overcome actual inertia torque of the blower rotor. This machine is equipped with a moog blower unit. Exact root cause under investigation with I-ch-21-024.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, during analysis of logfiles it shows current blower adc 1 and speed of 0 1/min; voltage shows 0.20v. Logfiles also show inspiration valve error 4, blower pressure too low or unstable since (B)(6) 2021. It was recommended to test the unit with another blower moog. Checked where it could possibly leak. Checked oxygen cell, tubes, and sinter bronze if they are fitted well. No root cause has been determined yet because the investigation is still on going.

Event description:
The customer reported that the bellavista 1000 alarmed 401 "inspiration valve or device leaky". Unit fails circuit test. Blower not working. Unit not ventilating. There was no patient involvement associated with the reported event.